Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative was reported via phone call that the insulin pump had motor error and buttons were harder to push as well as had a unexplained no delivery alarm. Customer's blood glucose level was unknown. Insulin pump will not be returned for analysis.